Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis. Left sided deflation was diagnosed through a physical examination post procedure. As a result, bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed. The patient was taken to the recovery room in satisfactory condition, and no procedural complications were reported.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/18/2018. On 10/9/2018, the device evaluation was completed. Summary: the device was received at mentor without fluid. Yellow material was observed within the device. During initial evaluation creases were observed on the anterior and posterior aspect. In addition, a rent was observed within a crease on the anterior aspect, measuring approximately 0.3 cm. No other anomalies observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) for the lot number 6890307 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/23/2019 mentor became aware that this complaint is a duplicate of (B)(4). Section 5.b. Race has been updated to add asian, as the other complaint states the patient is biracial asian/caucasian. If any other supplemental reports need to be submitted related to this event it will be done so on this complaint file (B)(4). Manufacturer¿s reference number: (B)(4).